Event description:
It was reported by the patient that he heard "beeping" for a few days. He also reported feeling "a little numb." The patient indicated that after talking with the physician, he was told "one lead is not operating correctly" and it had "broken loose." Additional information received through follow up with the physician office indicated that the atrial lead is not being used, but the alert was tripped due to the atrial thresholds. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.